Manufacturer narrative:
(B)(4). The device was received and will be evaluated. A review of all batch record documents was performed for lot number h12j23065 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. If additional relevant information becomes available, a follow up medwatch will be submitted. (B)(6).

Manufacturer narrative:
(B)(4). The device was evaluated. Visual inspection found the pouch seal to be open. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported issue was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pouch of a minicap transfer set was opened before the nurse used it. There was patient involvement but there was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause of an open pouch seal cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.